Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter (aus) due to urethral atrophy at the cuff site. The new 4.5cm cuff was implanted proximal to the old 3.5cm cuff and was functioning as designed. There were no patient clinical consequences reported and the patient was reported as fully recovered.